Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During the valve implantation, when the surgeon had to connect the valve to the catheter, the valve get disconnected. No clinical consequence. The device will be returned for evaluation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected: a tear/cut was noted in the silicone housing, proximal end. This could be due to a sharp or pointed object coming into contact with the silicon or wrong handling when attaching the catheter. As noted in the IFU silicone has a low tear/cut resistance. Review of the history device records confirmed the valve product code ns5034, with lot 515699, conformed to the specifications when released to stock on the 21st may 2014. The root cause of the broken silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.